Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, crosstalk was observed. It was noted that the patient had a competitor bipolar sensing lead. The patient was asymptomatic. Programming changes were made to resolve the issue. The device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received that when the patient presented in-clinic with fatigue, inhibition of pacing due to another instance of crosstalk. Programming changes were made.